Manufacturer narrative:
(B)(4) for the reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile passage stenting in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to release the stent, resistance was encountered with the guide catheter. Physician kept pulling it and the guide catheter broke. The stent and also the guide catheter were deployed within the bile duct. Broken guide catheter was removed with the forcep from the patient. As the stent had already been deployed, the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.